Event description:
Pt presented with a saccular aneurysm; lateral angulation in the iliac vessel, coming off of the bifurcation; measured 115 from renals to bifurcation. Access was uneventful. Deployment of main body and contralateral limb was uneventful as well. Deployment of the ipsilateral limb caused the entire stent graft to move up the limbs out of the iliac limbs, and covered the renals. Several attempts to snare the limbs and bring them back down into the iliacs were unsuccessful. The pt was converted to open repair and a dacron graft was sewn in. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.